Manufacturer narrative:
D4: potential lot #: pe91w2, pe88s0, pe87n8, pe88r8. H4: the potential lot # pe91w2 was manufactured on 07/23/2022. H4: the potential lot # pe88s0 was manufactured on 12/16/2021. H4: the potential lot # pe87n8 was manufactured on 09/30/2021. H4: the potential lot # pe88r8 was manufactured on 12/15/2021. H10: three (3) actual samples of unknown lot numbers were received for evaluation. Additionally companion samples of the suspect lot numbers were obtained as follows: (13) lot pe88s0, (13) pe87n8, (3) pe88r8, (100) pe91w2. The samples were tested with the introduction of compressed air, pressure of 8-10 psi (pounds per square inch), submerged in water to evaluate tightness and flow, and to test the functionality of the flow cut and roller gripper assembly. The results of these tests did not show a failure. Functional infusion tests on hospital equipment (3-channel and 1-channel colleague infusion pump) were performed. The tests on the first two actual samples were uneventful. Tests on the third sample with a flow of 6ml/h was without intercurrence; the infusion performed with a flow of 20ml/h showed continuous flow with equipment in stop status. Infusion pump tests were performed on sealed companion samples on potential lots pe88r8, pe91w2 and pe87n8 which were uneventful. During infusion testing on a companion sample of potential lot pe88s0 it was possible to notice a continuous flow, even with equipment in stopped status. The reported condition was verified on the third actual sample and verified on a companion sample of potential lot pe88s0. The cause of the condition was determined to be a manufacturing related issue. Dimensional tests observed that individual values outside the specified limits, at different points of the tube, can cause a change in the thickness of the tube, which may impact the quality and functionality of the set during the drug infusion process. The data presented in the history of the evaluated batches, are within the specified limits, considering the average of the values of the four points of the tube, however, when evaluating the results of the individual measurements, it is possible to observe small variations below or above the limits specified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was free flowing while the clamp was in the closed position. This issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.